Event description:
It was reported that a balloon rupture occurred. A 8.00mm x 40mm x 50cm athletis percutaneous transluminal angioplasty balloon dilation catheter was selected for the treatment of a shunt failure in the cephalic subclavian vein. The lesion was located in a moderately tortuous anatomy, 75% stenosed and moderately calcified. During the procedure, the balloon was inflated twice to 20 atmospheres (atms). During the second inflation, the balloon ruptured. The device was removed without any problems using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter state: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter state: (B)(6). Device eval by manufacturer: the returned device consisted of an athletis balloon. Visual examination of the device identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. Visual examination of the balloon material, tip and marker bands identified no issues. There were no damage or kinks identified along the shaft. A leak test identified a pinhole in the balloon material. There were no other issues identified during product analysis.

Event description:
It was reported that a balloon rupture occurred. A 8.00mm x 40mm x 50cm athletis percutaneous transluminal angioplasty balloon dilation catheter was selected for the treatment of a shunt failure in the cephalic subclavian vein. The lesion was located in a moderately tortuous anatomy, 75% stenosed and moderately calcified. During the procedure, the balloon was inflated twice to 20 atmospheres (atms). During the second inflation, the balloon ruptured. The device was removed without any problems using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.